Event description:
Additional information was received. The patient had the right internal iliac embolized four weeks prior to the evar. At the patient¿s follow up appointment, an angiogram showed that the patient had a posterior type ii endoleak coming from a lumbar vessel. The physician was unable to embolize the lumbar vessel. The physician continued surveillance of the patient however, at the patient¿s follow up appointment, the aneurysm sac had increased to 10 cm (anterior to posterior). The physician decided to explant the devices due to risk of rupture.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement, removal of implant. Unknown cause of event. Conclusion: unknown cause of event. Aneurysm enlargement, removal of implant.

Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm approximately six years ago. It was reported that the stent grafts were explanted due to the patient¿s increase in aneurysm size despite intervention. No clinical sequelae were reported and the patient is fine.

Event description:
The stent graft was returned for analysis. From the examination of the returned devices and clinical information provided, the likely cause of the increasing aaa appears to be due to the earlier reported type ii endoleak. The bifurcate and the detached contralateral limb were both returned intact. The devices appeared in the ¿as received¿ condition essentially cleaned, as there was little or no tissue seen attached to the fabric and stents. No device integrity issues were observed with either the bifurcate or contra limb. Films were not returned; thereby limiting the extent of the analysis.

Manufacturer narrative:
(B)(4). Results, conclusion: anatomy related: type ii endoleak.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.